Manufacturer narrative:
(B)(4). The catalog number provided is the domestic list number which is the same as the international list number listed in the unique identifier field. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duodopa (levodopa-carbidopa intestinal gel). A lot number for the product associated with the complaint is not available; therefore, a review of batch documentation is not possible. No malfunction or defect of the peg tubing was described by the reporter. Review of the abbvie peg and j use fmea identified several steps in the placement procedure that could potentially contribute to gastric perforation, including the insufflation of stomach, cannula insertion, and application of endoscope or tube. The abbvie peg and j risk management report documents perforation as a risk, indicating that the risks have been reduced as low as possible through product design and the placement procedure, and the benefits of the duodopa system outweigh the risks of perforation. Finally, abbvie reviews complaint categories for possible trends on a monthly basis. There have been no confirmed trends identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, it was reported that a patient in (B)(6) experienced gastric perforation that was detected with tomographic examination. Duodpa treatment that was started on (B)(6) 2015 was suspended. The peg j tube was removed and the gastric perforation was sutured surgically.